Event description:
The clinical study registry reported a myocardial infarction after implantation of two cypher stents. The main indication for the procedure was stable angina. The target vessel was the proximal right coronary artery (rca), which had been previously revascularized 10 yrs earlier. The lesion was described as 3.5x36mm, de novo, irregular, heavily calcified with a type c classification and 99% stenosis. Debulking with a rotablator as performed and the vessel was predilated with an unk 3.0x8mm balloon at 20 atms. Two cypher stents were implanted; the cypher 3.5x28mm was implanted at 24 atms and it was post dilated with an unk 4.0x8mm balloon at 30 atms. The second, a 3.5x13mm cypher stent was implanted at 28 atms and it was post dilated with an unk 4.0x8mm balloon at 28 atms. The stents were overlapping. No procedural complications were reported. However, a non q-wave, undetermined myocardial infarction was diagnosed after the procedure for an elevated peak ck of 2 above the upper normal limit. Pre procedure ck was not done. No treatment was given; the event resolved without sequel.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the us. However, it is similar to the us cypher sirolimus-eluting coronary stent. This is one of two products involved in the same pt reported under mfg numbers 9616099-2008-00155. Additional info will be submitted within 30 days upon receipt.